Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. Initial reporter international phone number (B)(6).

Event description:
As reported, the soft tip of a 6f .070 mpa 1 100cm brite tip guiding catheter was separated before the procedure and was not used in the patient. There was no injury reported to the patient. The procedure was a coronary interventional procedure. The lesion was moderately calcified. The device was not re-sterilized. No resistance was met while advancing the device over the guidewire, and no excessive torquing was required. Other procedural details were requested but are unknown. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3 and h10. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the soft tip of a 6f .070 mpa 100cm brite tip guiding catheter was separated before the procedure and was not used in the patient. There was no injury reported to the patient. The procedure was a coronary interventional procedure. The lesion was moderately calcified. The device was not re-sterilized. No resistance was met while advancing the device over the guidewire, and no excessive torquing was required. Other procedural details were requested but are unknown. The device was returned for evaluation. Addendum: per visual analysis of the returned device, the distal end of the catheter/ body shaft was observed separated approximately at 99 cm from the strain relief.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the soft tip of a 6f .070 mpa 100cm brite tip guiding catheter was separated before the procedure and was not used in the patient. There was no reported patient injury. The procedure was a coronary intervention. The lesion was moderately calcified. The device was not re-sterilized. No resistance was met while advancing the device over the guidewire. One non-sterile 6f .070 mpa 1 100cm was received for analysis. Per visual analysis, the distal end of the catheter was observed separated approximately 99 cm from the strain relief. Sem analysis results presented evidence of elongations. Additionally, ductile dimples and thickness reduction were found on the separated braid wire surfaces. A product history record (phr) review of lot 18017887 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint ¿body/shaft ~ separated - during prep¿ was confirmed. The unit presented with a separation to the distal section of the body/shaft. The elongations found on the body/shaft along with the ductile dimples and thickness reduction observed on the braid wires, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed the catheter was induced to a tensile force that exceeded the material yield strength prior to the separation. Storage and/or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the soft tip of a 6f .070 mpa 1 100cm brite tip guiding catheter was separated before the procedure and was not used in the patient. There was no injury reported to the patient. The procedure was a coronary interventional procedure. The lesion was moderately calcified. The device was not re-sterilized. No resistance was met while advancing the device over the guidewire, and no excessive torquing was required. The product was not returned for analysis. A product history record (phr) review of lot 18017887 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip- separated - in-patient¿ could not be confirmed. Shipping, storage, or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the soft tip of a 6f .070 mpa 100cm vista brite tip guiding catheter was separated before the procedure and was not used in the patient. There was no injury reported to the patient. The procedure was a coronary intervention. The lesion was moderately calcified. The device was not re-sterilized. No resistance was met while advancing the device over the guidewire, and no excessive torquing was required. One non-sterile 6f .070 mpa 1 100cm was received for analysis. Per visual analysis, the distal end of the catheter was observed separated approximately at 99 cm from the strain relief. Sem analysis of the separated area presented evidence of elongations. Additionally, ductile dimples and thickness reduction were found on the separated braid wire surfaces. A product history record (phr) review of lot18017887 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿catheter (body/shaft) ~ separated - during prep¿ was confirmed because the device is separated at the distal section of the body/shaft. The elongations found on the body/shaft as well as the ductile dimples and thickness reduction observed on the braid wires, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the braid wire and body/shaft material yield strength prior to the separation. Storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.